Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have multiple input disks broken. Grip input disk # 6 was found broken into pieces inside the housing. Hairline cracks were found on grip input disk #7. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs, the grip cables lost tension.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the prograsp forceps instrument would not open. The procedure was completed with no reported injury.